Manufacturer narrative:
The implantable neurostimulator (ins) (B)(4) was returned and analysis found the ins battery to have a reduced capacity due to overdischarge.

Event description:
Additional information received from the manufacturer's representative (rep) on (B)(6) 2016 reported that the device was replaced on (B)(6) 2016. The reason for device removal included issues with battery depletion and overdischarging. It was noted that the implantable neurostimulator (ins) would never hold a charge. The ins was returned.

Event description:
A manufacturer representative (rep) reported that an implantable neurostimulator (ins) replacement was due to an unknown complaint. The rep believed that the replacement was related to the ins not working and no other information was unknown. The replacement procedure took place on (B)(6) 2016 but it is unknown if the patient fully recovered. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.